Event description:
It was reported that the customer was hospitalized due to dehydration and high blood glucose level. Customer stated he had changed his infusion set several times, and all cannulas were straight. Customer will call back for high pressure test. The blood glucose reading was 208mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.